Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was rapidly depleting and had to be fully charged every other day. Customer had multiple pump activities running at the time; however, customer maintained there was an issue with the pump battery. Customer's blood glucose was 158 mg/dl.